Manufacturer narrative:
Product ID 977a260, serial# (B)(4), implanted: 2014(B)(6); product type lead product ID 97740, serial# (B)(4); product type programmer, patient product ID 97754, serial# (B)(4); product type recharger product ID 977a260, serial# (B)(4), implanted: 2014 (B)(6); product type lead. (B)(4).

Event description:
It was reported that the patient's implantable neurostimulator (ins) was not working and was off. It was noted that the stimulation was turned off a couple of weeks prior to the report. There were no symptoms, outcome, troubleshooting, interventions, or causes reported with this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.